Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range high defib impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 implantable pacing lead (B)(6) 2008; 419478 implantable pacing lead (B)(6) 2008; dtba1d1 implantable cardioverter defibrillator (B)(6) 2013. (B)(4).